Event description:
A customer contacted haemonetics on (B)(6) 2009 to report that the suction comes on and the light comes on, but the orthopat machine is not running. No donor or operator injury or reaction noted.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report that the suction comes on and the light comes on, but the orthopat machine is not running. No donor or operator injury or reaction noted. Upon evaluation the reported problem was verified. It was also discovered that the suction was leaking, the header bottom cover arm was broken and there was a saline spill on the power supply. The machine was decontaminated, repaired, and is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).